Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory.

Event description:
A health care professional reported a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 457 mg/dl which is lower than a laboratory result of 620 mg/dl. The readings were obtained within 10 minutes and when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have not been returned and a valid strip lot number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported meter was previously returned and investigated. No further investigation will be performed for the returned meter. Dhrs (device history review) for all precision xceed pro strips within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process. Clinical data was reviewed and confirmed that precision pro strips continue to be safe, effective, and perform as intended in the field. Stability data for precision pro strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision pro test strips, no further track and trend review was required due to low rate of confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 457 mg/dl which is lower than a laboratory result of 620 mg/dl. The readings were obtained within 10 minutes and when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported a low reading on a hospital adc blood glucose meter. A health care professional reported a reading of 457 mg/dl which is lower than a laboratory result of 620 mg/dl. The readings were obtained within 10 minutes and when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.